Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was unknown at the time of the incident. The alarmed occurred during normal use. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. There was no indication of the insulin pump returning for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. All the buttons functioned properly and no unexpected button/stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked.